Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, the lens had scratch or crack on it.the defect was near the haptic, but not at the haptic junction. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).